Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 31oct2024. Correction is being made to e1 - establishment name - the correct name was olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. However, foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited nozzle was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.